Manufacturer narrative:
The transmitter was unable to charge due to a depleted battery. The functional tests could not be performed due to the charge anomaly. Refer to medwatches 2032227-2014-37770 and 2032227-2014-37772.

Event description:
It was reported that the transmitter blinks red when connected to any charger. Nothing further was reported.